Event description:
The pump was returned for mechanical hardware failure (screen no input). Upon return, the device started up with no errors. Lcd touch screen performed normally and was able to navigate screen options and functions without error. Verified lcd touch screen flex was seated properly. Internal investigation found lever arm retaining plate is damaged. Lever arm retaining plate will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: "ticket stated "screen doesn't work". Unable to duplicate. Cleaned and ran test infusion. No alarms. Patient status unknown". A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.